Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular fibrillation (vf) episode and presented remotely via merlin.net. Upon investigation, it was noted there was an aborted shock due to noise on the right ventricular (rv) lead no longer being binned for vf episode. It was also noted the rv lead noise resulted in inappropriate therapy. No intervention was performed and the lead remained implanted. The patient was asymptomatic.